Manufacturer narrative:
The referenced uhi-4 is planned to return to olympus medical systems corp.(omsc) for evaluation, however omsc cannot evaluate the uhi-4 yet. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during unspecified laparoscopic surgery, to make the patient's abdominal pressure to over-pressure, the surgeon pinched the co2 tube and/or pressed the trocars, however the alarm did not sound. There was no report of the patient's injury regarding this event.